Event description:
The customer reported the system would not produce a fluoroscopic image. Loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
The customer canceled the service call.